Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the workstation monitors and calibrated the light sensor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a gray scale burn on the monitors. No patient injury was reported.